Event description:
An ecmotherm ii heat exchanger had been in use in a patient on ECMO for thirty-four hours. It was noted by a clinician that there was a clot located near the temp port monitoring adaptor at the outlet of the heat exchanger. The patient had to be taken off ECMO briefly while the product was replaced.